Manufacturer narrative:
Evaluation summary: one ls1500 device was received for evaluation. The reported condition was confirmed based on the condition of the returned device. The device was outside the expiration date at the time of reported incident. Visual inspection found arcing on the back of the device seal plate. The device jaw overmold was also melted on the side. Part of the damaged overmold plastic was also missing and not returned for investigation. The investigation found the device produced an instant regrasp alarm during activation. The damage to the device jaw caused the regrasp alarm and prevented the device from completing its activation and seal cycle. End tones on a device can only be heard if all activation and seal cycles are completed successfully. The investigation identified the root cause of the reported event to be user error. The damage to the ligasure jaw and overmold plastic is consistent with grasping a metal object during a ctivation. The IFU states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was sparking and overheating. There was no patient injury. Initial examination of the received device found that the jaw overmold plastic was melted and some pieces were missing. Additional incident details have been requested but no additional information has been provided. The location of the missing pieces was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was sparking and overheating. Initial examination of the received device found that the jaw overmold plastic was melted and some pieces were missing. The customer confirmed the pieces did not detach during the procedure. There was no patient injury.

Manufacturer narrative:
Additional info: UDI. Correction: MFR site. If information is provided in the future, a supplemental report will be issued.